Event description:
The surgeon prepared the colon and rectum for an anastomosis using an eea stapler. After the stapler was fired, the anvil from the eea came off the stapler. It stayed in the patient when they were ready to remove the stapler. Subsequently, the surgeon did a rigid sigmoidoscopy and was able to remove the anvil from the patient. The anastomosis was inspected and the o-rings were complete. It isn't known if the surgeon strictly adhered to the instruction to turn the knob at the back end of the stapler exactly two turns so that the anvil can flatten and fit through the newly-created anastomosis. Manufacturer response for endomechanical stapler, autosuture (per site reporter): field technical report submitted today.